Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported by customer that they had encountered many channel errors when using the large volume pump module. One nurse reported that when they tried to "slam" the pump module back into the pcu, it would sometimes work. The customer was advised to not "slam" the pump modules and pcus together and to not use the device if they are experiencing a channel error. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they had encountered many channel errors when using the large volume pump module. One nurse reported that when they tried to "slam" the pump module back into the pcu, it would sometimes work. The customer was advised to not "slam" the pump modules and pcus together and to not use the device if they are experiencing a channel error. There was no information on patient involvement.